Manufacturer narrative:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that the device failed to provide inop alarms overnight when the spo2 measurement was unavailable. This sleep apnea patient was treated with 1 liter of oxygen to prevent a low oxygen saturation. It was indicated the patient was over-oxygenated due to the reported issue. A good faith effort (gfe) was performed to clarify the patient outcome and the patient harm, but no additional details were provided. A field service engineer (fse) went onsite and tested the device. The device was working properly while onsite. The complaint was escalated for technical investigation, and the results indicate that there is insufficient information to determine a clear cause. Based on the information available and the testing conducted, the cause of the reported problem is unknown, as we were unable to review the logs to verify if there was an inop that occurred. The reported problem was not confirmed. We are unable to confirm what caused the issue. The rse provided information through the escalation case, but no clear cause or resolution was determined. The masimo company will be providing the customer with new adapter cables. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the intellivue x3 failed to measure spo2 for an extended period of time without generating an inop alarm. The device was in use monitoring a burn patient at the time of the reported event. The patient was over-oxygenated.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.